Event description:
A distributor from france reported an issue where a pump failed to detect a cartridge. There was no information provided regarding the customer's blood glucose level, so no adverse impact was noted. Technical support successfully addressed the problem by inserting a cartridge, filling the tube, resuming delivery, and running tests, confirming that the pump was in working order, but no additional outcome information was reported.